Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Additional information received from the field representative indicates that the patient also had erosion with sepsis and there was also device migration. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This report is being filed to correct h6: device code migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Additional information received from the field representative indicates that the patient also had erosion with sepsis and there was also device migration. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.